Event description:
It was reported that during engineering evaluation, it was discovered that the sagittal saw attachment device got hot when sawing. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device got hot when sawing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.